Event description:
We had a removal of instrumentation. Upon removing one of the screws she noticed an area of metallosis. The blocker was loose on the tulip allowing the vitallium rod to move within the screw tulip. It appears that the movement allowed the vitallium rod to file down the blocker and screw.

Manufacturer narrative:
Method: device not returned; results: the customer reported event of a xia titanium 4.5 polyaxial screw diam 5.5 x 25 tulip migration/pull out intra-op was confirmed via the correspondence with the stryker sales representative. Conclusion: no further investigation for this event is possible at this time as no devices and insufficient information was received.

Event description:
We had a removal of instrumentation. Upon removing one of the screws she noticed an area of metallosis. The blocker was loose on the tulip allowing the vitalium rod to move within the screw tulip. It appears that the movement allowed the vitalium rod to file down the blocker and screw.